Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6). Serial number not provided at time of report.

Event description:
A philips field service engineer (fse) went to the customer site on (B)(4) 2019. While onsite, the fse was informed that a mp30 monitor had a defective loudspeaker. It is unknown in what way the speaker was defective, or if it was able to produce sound, at the time this report was due. There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.